Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the black box shows no valid occurrences of time and date resetting. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Evaluation revealed that all keypad keys were intermittently unresponsive. There was contamination found under all contacts.

Event description:
The pump was returned for investigation. Investigation revealed contamination under the contacts. This report is made based on results of investigation completed on (B)(6) 2012.